Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was cleaned and lubricated to resolve the reported issue. No report of patient involvement. Unique device identifier - (B)(4).

Event description:
The hospital reported that the bag/vent lever cannot be operated anymore. There was no report of patient involvement.